Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) with a 24mm balloon was performed. It was reported that the mean annular diameter was 21.5mm. Following the bav the patient became hypotensive and the angiogram showed a left ventricular outflow tract (lvot) leak from an lvot tear caused by the bav. The chest was opened and it was confirmed that the pulmonary artery (pa) was also torn; the cause of the pa tear could not be determined. The patient was put on bypass and over 20 units of different blood products were transfused. The lvot and pulmonary artery were repaired. Since the chest was opened for the repair, the surgeon elected to explant this valve and implant a non-medtronic aortic valve. No allegation was made regarding the performance of this valve. The patient is reported to be in recovery with an open chest due to swelling.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. An annular rupture post balloon valvuloplasty (bav) is dependent on procedural and patient factors. In this case, the patient's annular diameter was 21.5 mm while the bav used was 24 mm. Per the corevalve instructions for use (IFU), ¿to ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter.¿ therefore, it is possible that the balloon size selected by the user, in combination with patient anatomical factors, may have caused or contributed to this event. However, a definitive root cause cannot be determined. There was no allegation of device malfunction or quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
The valve will not be returned to medtronic for analysis, as it was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.